Manufacturer narrative:
Ge healthcare's investigation of the reported event is ongoing. A f/u report will be submitted once the investigation has been completed.

Event description:
Ge healthcare is in receipt of a legal claim that alleges an infant sustained a hypoxic ischemic injury.